Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. Unit was received with cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime or comprised force sensor system test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test at 0.08770 inches. Unit was received with cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 590 mg/dl. Customer¿s current blood glucose was 232 mg/dl. Drive support cap was normal. Customer was not alleging for under delivering. Customer was wearing the pump at time of hospitalization. The insulin pump will be returned for analysis.